Event description:
One med watch report (B)(4) was received via mail on (B)(4) 2011, by (B)(4). According to the maude event reports, the user has described that neuromax system causes aliasing of the emg signal, does not use standard filter settings for ncs, data appears abnormal, inadequate sampling rate and cart does not meet tilt test.